Manufacturer narrative:
Complaint sample was evaluated and the reported event was not confirmed. An im tibial resection guide was returned and evaluated. Visual inspection found a hex screw missing on one side. The other hex screw could be removed and the ID plate then secured. Visual inspect identified no issue with the screw attachment that connects the im tibial resection guide to a tibial resection block. The tibial resection block was not returned for evaluation. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the screw on the tibial resection guide does not connect properly. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.